Manufacturer narrative:
This report was generated as part of the customer solicited feedback remediation project as per CAPA (B)(4) to capture the potential complaints that were documented in product experience records. Follow up was conducted to determine the details of the complaint. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced swelling in their left arm and difficulty breathing following the implant procedure. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, respiratory failure is a known potential complication associated with the implantation of a vad pump. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of patient feedback indicated that, after the ventricular assist device (vad) implant surgery, they spent two weeks in intensive care ¿due to swelling in their left arm (and) breathing.¿ the vad remains in use. No further patient complications have been reported as a result of this event.